Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 30 minutes of data (16aug2023 from 10:13:55 to 10:42:41 per the timestamp). The log file captured intermittent low voltage advisory and power cable disconnect alarms that were not associated with routine battery depletion or true power cable disconnections from 16aug2023 at 10:13:55 to 10:40:16 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop as low as approximately 0 v. A low voltage hazard alarm was also captured on 16aug2023 from 10:40:15 to 10:40:16 due to the white power lead being disconnected from power while the rsoc voltage on the black power lead had dropped to approximately 0 v. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log file contained approximately 11 days of data (05aug2023 ¿ 16aug2023 per the timestamp). The log file captured an atypical low voltage advisory alarm on 07aug2023 at 06:43:03 due to the rsoc voltage dropping below the low voltage threshold. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any troubleshooting was performed to resolve the atypical low voltage and power cable disconnect alarms and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 06jun2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, low voltage advisory, and low voltage hazard alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found minimally responsive and was taken to the emergency department (ed). Upon arrival to the ed the patient was noted to be diaphoretic with many low voltage alarms noticed on interrogation. The event log displayed multiple strings of low power advisory alarms while tethered on batteries; including power cable disconnect / low power hazard alarms on 16aug2023 at ~10:40 am while tethered on batteries. It was later communicated that the controller history showed the driveline being connected at the time of the arrest. The event log captured that the controller was powered with batteries at 16aug2023 @0927 with zeroes for the speed, flow, pi , and power. It also showed a fixed speed of 3000 rpm. The driveline was connected briefly @0936 for several seconds showing a motor speed of 4700 rpm with minimal pump power and minimal flow of 0.2 lpm then the driveline was disconnected. The data capture on the original controller started at 1013 which was after the controller would have been potentially exchanged. The pump was off for an unknown amount of time and the reason for exchanging the controllers was not known. It was reported that the patient was baseline, stable, and normal. Related MFR: 2916596-2023-06439, related MFR: 2916596-2023-06469.